Event description:
Patient in the or with subglottic stenosis. Brochoscopy with laser - excision of tissue.no prep solution in place. Eyes passed with wet gauze and the head padded. Anesthesiology through shiley no cuff 3.0 ped tracheostomy. Ktp yag laser set at 10 watts, continuous mode. Fio2 @ at 24%. A green flash noted at racine adapter. Pop noise heard and the laser immediately stopped. Airway irrigated with nacl. Material in upper airway removed by surgeon. Trach appeared blackened / burned. Decadron 4 mg given IV. Same size trach replaced. Size 4 trach inserted in pacu. Surgeon feels that trach tube and oxygen caused combustion. Patient sao2 at 96-97% on 6 liters t-bar flow by. Trach and 5mm of laser fiber noted to have black powdery substance on it. Distal portion of trach cannula black and misshapen. Portion of fiber that connects to laser not black or misshapen.